Event description:
It was reported to philips healthcare that the etco2 connector on the heartstart mrx was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). Upon visual inspection, a philips field service engineer confirmed physical damage to the device. The etco2 connector had been pushed in. The fse replaced the rear case with the etco2 connector. The device passed all performance assurance testing and was placed back into sue. This is most consistent with damage caused by excessive force.